Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 4.3mm safety lock was slightly stuck. The hospital continued to use the cutter and tried to penetrate the aorta, but could not. Only the outer wall got punched. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the case of the cutter and the cutter needle. The safety lock on the cutter was disengaged and the actuation button was fully depressed. There were no signs of tampering to the device. The needle at the tip of the cutter was observed to be bent. The actuation button was depressed approximately 1 inch inside the tool. No other visual defects were observed. A mechanical evaluation could not be conducted as the device was returned with the actuation button dis-engaged and a fully deployed needle. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure modes "failure to cut" and "mechanical issue; difficult to unlock" but was confirmed for the analyzed failure mode "material twisted/bent; needle". The DHR was reviewed for the aortic cutter. The vendors confirms that the device lot conforms to all applicable product specifications. All the test results meet the specifications and results. There were no non-conformities observed.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 4.3mm safety lock was slightly stuck. The hospital continued to use the cutter and tried to penetrate the aorta, but could not. Only the outer wall got punched. A replacement device was used to complete the procedure. The hospital did not report any patient effects.